Event description:
It was reported that (2) devices were used during a nephroureterectomy. It was reported by the affiliate that the lcsc5 blades, when activated, emitted a monotone. Another device was used to complete the case. There was no consequence to the pt.